Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2500 mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump "didn't start" after the patient had an MRI. The hcp stated they were getting a message that the pump had been stopped for around 700 hours, but the patient was not symptomatic. The caller was not with the patient. Reviewed information around pumps and telemetry stated following MRI. The patient did not have the pump checked after the MRI. Advised caller to have hcp read pump logs again and check for motor stall recovery.  The rep called back and stated the pump motor stall has not recovered and they programmed the pump to minimum rate mode. Caller also stated the pump did audibly alarm after interacting with the programmer. Discussed waiting another 20-30 min and recheck the pump logs for recovery. Discussed telemetry state condition. Discussed programming to the lowest simple continuous rate and wait 20-30 minutes and recheck the pump logs for a recovery. If no recovery, discussed minimum rate mode and pump replacement per medical direction. The rep called back again on 2020-oct-26, and the motor stall recovered and they did a refill and there was no volume discrepancy. Discussed telemetry state condition.